Manufacturer narrative:
This report is being filed to provide additional information. Further information provided by the customer has determined that duplicate information was reported to terumo bct. The information provided in the initial report for this event has been determined to be information that was also reported in MDR #1722028-2016-00651. No event occurred for this report, therefore, there is no further information to provide. Please see 1722028-2016-00651 for investigation of that event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Rdf analysis did not show a conclusive root cause for the elevated white blood cell (wbc) count reported for this collection. Analysis showed all signals appeared as expected. Based on the event description and past experience with measuring optia platelet collection products, it is possible that the sample measurement methods may have contributed to the elevated wbc count reported. For example,if using flow cytometry, measurements should be gated for a platelet collection and not an mono nuclear cell collection. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, an advea testing device was used to measure the wbc contamination with the flow cytometer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the plasma product collected during a platelet rich plasma (prp) procedure. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.